Manufacturer narrative:
B3 - date of event: the event date was approximated to the date bsc became aware of the event, 04/15/2026. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Of note, bsc was made aware of 8 events from the same anonymous physician survey. The corresponding bsc complaint ID's are as follows: (B)(4).

Event description:
It was reported that the patient experienced a stroke during the procedure. The patient presented for a transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. The patient experienced a stroke of unknown etiology during the procedure. No further information was provided despite request by boston scientific (bsc).